Event description:
It was reported that the guide wire had burrs. Patient underwent bilateral iliofemoral venography, intravascular ultrasound examination of the bilateral iliofemoral veins and inferior vena cava (ivc), angioplasty of the left femoral, common femoral, and external and common iliac veins, resumption of tissue plasminogen activator (tpa) and argatroban infusions were done. Intravascular ultrasound (ivus) catheter and vertebral catheter were used. A 035/260 amplatz¿ super stiff guidewire was selected and advanced. A mustang¿ balloon catheter was advanced for angioplasty; however, the balloon catheter was unable to track over the guide wire. The balloon catheter and the guide wire were removed. It was then noted that the guide wire had burrs on it preventing the balloon catheter from advancing along the guide wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag matches with upn provided by the customer. The unit returned has distal end bent, as part of overall visual revision. The device has the distal tip kinked and the coil jumped near to the proximal section and peeled in this section, also it has the distal tip stretched. The outer diameter of the middle and proximal section of the device was measured and was found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the guide wire had burrs. Patient underwent bilateral iliofemoral venography, intravascular ultrasound examination of the bilateral iliofemoral veins and inferior vena cava (ivc), angioplasty of the left femoral, common femoral, and external and common iliac veins, resumption of tissue plasminogen activator (tpa) and argatroban infusions were done. Intravascular ultrasound (ivus) catheter and vertebral catheter were used. A 035/260 amplatz super stiff guidewire was selected and advanced. A mustang balloon catheter was advanced for angioplasty; however, the balloon catheter was unable to track over the guide wire. The balloon catheter and the guide wire were removed. It was then noted that the guide wire had burrs on it preventing the balloon catheter from advancing along the guide wire. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).